Event description:
Patient alleges "personal injuries" from use of polar care 500 on left knee. Patient started use of product on (B)(6) 2011 and stopped on (B)(6)2011. Reports personal injuries after (B)(6) 2011.